Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and defibrillator exhibited several high out of range pacing impedance measurements of greater than 2000 ohms. There has been no other lead measurement issues and no noise or inappropriate tracking. Several alerts have also triggered by the remote home monitoring system for high out of range impedance measurements. The physician opted to monitor the chronically elevated pacing impedance. Additional information was received that the right ventricular (rv) lead shock impedance measurement had gradually increased from 50 ohms to 80 ohms for an unknown reason and it still exhibits high out of range pacing impedance measurements as well. The physician has opted to monitor the rv lead and implantable cardioverter defibrillator (ICD) as all other measurements are within normal limits, there is no noise and the patient is asymptomatic. No adverse patient effects were reported.

Event description:
Additional information was received that the pacing impedance measurement continued to exhibit high out of range pacing impedance measurements. A review of the device information found that the pacing impedance measurement had continued been high and out of range for a majority of the last year. The device was explanted approximately two months after the data review due to another issue documented within report 2124215-2016-01405. It was noted that the high out of range shock and pacing impedance measurements continued. The implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead remained implanted. With the new ICD the rv pacing impedance measurement remained high at 1993 ohms and the shocking impedance was in range at 81 ohms. No additional adverse patient effects were reported.